Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qmbckt, and no non-conformances were identified. (B)(4). Investigation summary: eighty-six packets of product code ep8755 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the eighteen packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to tangled, fraying, damaged or breakage suture and no defects were observed during evaluation. The functional test was performed, and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? Device return status: note: event reported in 2210968-2021-07129, 2210968-2021-07130, 2210968-2021-07131, 2210968-2021-07132.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the doctor was using the suture and pulling the suture through and suture broke. There were no adverse patient consequences reported. Additional information has been requested.